Event description:
Breakage of abbott proglide perclose vascular closure device after successful angioplasty of left tibial artery stenosis. Breakage resulted in massive hemorrhaging, abdominal hematoma, and additional 4 hours of surgery to retrieve device and repair the femoral artery. Hemorrhagic shock required initial transfusion of 5 units of prbc's, plasma and platelets. (B)(6) (patient) required emergent intubation, epi boluses every 2 min for 4 hours, and was transported to the cicu on 5 pressors and 12 IV lines and on a ventilator. He remained in intensive care until the time of his death on (B)(6) 2019. Cause of death was hemorrhagic shock. Dr. (B)(6) was the interventionist utilizing the device at (B)(6) medical center in (B)(6) and he documented in the medical record that the device was sent to abbott for analysis and that both the analysis and the broken device were forwarded to the FDA by abbott vascular. No information from the report was shared with family members. There appear to be 3 maude reports that may relate to this case. Report numbers 2024168-2019-14027; 2024168-2019-14043; and 2024168-2019-14045. FDA safety report ID# (B)(4).